Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported that there was a corrosion on the battery spring, the display of the insulin pump was blank and received a stuck button alarm. The customer also reported a difference between sensor glucose and blood glucose values. The customer was treated with a carbohydrate intake. The event involved product(s) mmt-7020la, mmt-342, unomedical, mmt-1880. Troubleshooting was performed, blood glucose value was 127 mg/dl and sensor glucose value was 65 mg/dl at the time of event. The difference between blood glucose and sensor glucose was within the acceptable range. Troubleshooting was performed for the stuck button alarm. Troubleshooting was partially performed for low blood glucose event and blank display as the customer declined further troubleshooting; however, the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. Mmt-7020la was requested and the customer response was that the device will be returned. No product return is required for mmt-342. No product return is required for unomedical. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. Unit passed dat test at 0.08725 inches. No blank display noted. Unit successfully downloaded to thump. No stuck button error alarms noted during testing. No stuck button alarm noted in pump downloaded history. However, moisture damage noted on keypad traces. Unable to verify bolus delivery and daily total due to insufficient pump downloaded history. The j1 connector on pcb1 was locked properly during visual inspection. The pump was cut open to perform visual inspection and found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and corroded battery tube spring (minor). The p-cap/reservoir does lock properly. Pump passed all required testing. No blank display noted. No unresponsive keypad buttons noted during analysis. No stuck button error alarms noted during testing. Confirmed minor corrosion on battery tube spring. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.